Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analyzes of the history log files it could be detected that the infusion was started on (B)(6) 2020 at 11:10am with a flow rate of 43.96 ml/h over 24 hours. In the evening at 03:00 pm the infusion stopped with a pressure alarm. The infusion started again and stopped by the customer on (B)(6) 2020 at 10:46 am. 1036ml were infused in this time. Due the visual investigation no damages could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The inside of the device was investigated. No damages or soiling could be found.. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation no damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we get a technical investigation report, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." Customer information: infusion time 24 h. The pump gave correctly volume/speed and time remaining. However, after about 24 hours, about 300 ml of fluid had been left in the olimel bag and this was not given to the patient. .